Manufacturer narrative:
Method: a device history record (DHR) review, similar complaints review, labeling review, dimensional check and visual/microscopic exam were performed as part of the device evaluation. Results: the DHR review found no issues or discrepancies, confirming that this device met all required specifications. The similar complaint review determined that no other similar complaints from this batch have been reported. A review of similar complaints across the product family determined that there are no adverse trends for the reported device issue. The labeling review found that the device directions for use (dfu) contains the risk of the reported device issue. Measurable dimensions were found to be within specifications. Visual/microscopic examination confirmed that the subject device broke near the distal end. The distal end had been pre-shaped and was stretched. The separation point appeared to be due to excessive torsional stress. The proximal end of the subject device had areas of missing coating, which appeared to come off with the torque device. Per the device dfu: "before a guide wire is advanced or withdrawn, verify tip movement under fluoroscopy to prevent the possibility of vessel perforation or guide wire damage. Do not torque a guide wire without observing corresponding movement of the distal guide wire tip; otherwise, guide wire damage, such as tip separation, and/or vessel trauma may occur." As well, per the dfu: "always advance or withdraw the guide wire slowly and carefully. Never advance, auger, withdraw, or torque a guide wire which meets resistance. Excessive force against resistance may result in damage to the guide wire, such as separation of the guide wire tip." Based on the facts and findings, boston scientific has confirmed the user's complaint. Boston scientific has determined the mose probable cause of the user's experience to be related to the user (user-interface contributed to event). The device issue most likely occurred as the device was excessively torqued and manipulated with excessive force.

Event description:
It was reported that during an mca (middle cerebral artery) thrombolysis procedure, the distal portion of the subject device (guidewire) broke into two pieces while contained in the microcatheter. The subject device was removed using the same microcatheter. This procedure was not completed as the physician decided to treat the lesion with medication. The patient was not in good condition prior to and following the procedure.